Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock impedance measurements and high capture thresholds. A lead revision was performed and this lead was capped and surgically abandoned. A new rv lead was successfully implanted. During this procedure, a device changeout was performed due to normal battery depletion (nbd). No additional adverse patient effects were reported.